Manufacturer narrative:
Limited initial reporter information available due to the nature of the complaint. Lot and model number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
An email was received from a patient on january 13th 2020, complaining of post-ablation pain. The patient reportedly had an endometrial ablation done in (B)(6) 2019 and is experiencing pain which is progressively getting worse, "it's almost what I imagine a taste labour pains would be like" and her "ovaries feel like they're being twisted and burning." Patient has discussed hysterectomy with her provider but states she is not ready to consider this an option. Patient has seen multiple doctors and been "re-referred." No additional details available at this time.